Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432.

Event description:
According to the reporter, there was an issue regarding device inflation/deflation. The customer reported that they inflated the cuff, but the blue part (syringe connector) leaked air. The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
Evaluation summary: one sample was evaluated. All tasks associated with this complaint are complete. The reported condition was not confirmed. The device history records review shows the product was released to specification. The investigation did not find blue part (syringe connector) leaked air and the actual complaint had used therefore, the reported condition is not related to manufacturing process. So, the root cause and corrective action is not required. However manufacturing process has been controlled by conducting 100% inspection and inflation/deflation before packing to ensure product qualities are meets in product specification (refer to spm no. (B)(4)). Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.